Event description:
An incident report was received from abbott personnel detailing the following: "it was reported that during a procedure to treat a lesion in an unspecified artery, a ht connect guide wire was advanced but could not cross the lesion. The ht connect guide wire was withdrawn from the patient anatomy and it was noted that the polymer was peeling from the guidewire. Reportedly, none of the polymer coating remained in the patient anatomy. A new ht connect guide wire was used and angioplasty was performed to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided."

Manufacturer narrative:
No conclusion can be drawn as to what caused the polymer jacket to peel as the guidewire involved in the incident was not returned and analysis was not possible. A batch history review could not be carried out as the lot number is unknown. There was no reported adverse patient effect. There was no clinically significant delay in the procedure reported. It was reported that none of the polymer coating was left in the patient.